Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2 country event occurred in: italy. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow-up/final report will be submitted.

Event description:
It was reported that outside of surgery that the relevated pressure was not correct; a high pressure (even 400) was shown in the tourniquet display during use, which was probably not compatible with the pressure supplied. There were no harm or injury as there was no patient involvement. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This MDR is a duplicate of 0001526350 -2024 -00404. The initial and final report were created in error and should be voided. This MDR is being filed to relay additional information. The following sections were updated/corrected.

Event description:
This MDR is a duplicate of 0001526350 -2024 -00404. The initial and final report were created in error and should be voided.